Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing inaccurate cgm readings two days after inserting the sensor in her arm. During lunch, the dexcom receiver displayed low glucose readings, although the patient reported feeling normal at the time. No fingerstick test was available for confirmation. Later that evening, the patient began to feel unusually sleepy, and by the morning of (B)(6) 2025, she reported extreme fatigue and loss of appetite. Her cgm reading at that time was 81 mg/dl, but no blood glucose meter (bgm) reading was available for comparison. Concerned about her condition, her caregivers provided food and called emergency services. Upon arrival, paramedics measured her blood glucose at 421 mg/dl, while her cgm still showed 121 mg/dl. The patient was treated with a bolus of insulin, intravenous fluids, and underwent blood work. She remained under observation until 7:30 pm, at which point she was discharged. Before discharge, a final comparison showed a bgm reading of 317 mg/dl and a cgm reading of 129 mg/dl. At the time of the report, the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 and when cgm reading at that time was 81 mg/dl that morning on (B)(6) 2025. The reported glucose values fall within the c zone of the parkes error grid when paramedics checked and prior to being discharged. No additional patient or event information is available.